Event description:
The customer reported, the system continued to disconnect without command. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breaker was replaced. The system was then found to be operating as intended.